Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer had high blood glucose value. The customer¿s blood glucose level was 404 mg/dl and 129 mg/dl. The customer was treated by bolus with the insulin pump. The customer was declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.